Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardial drainage. After the pulmonary vein isolation (pvi) and prior to the post-map (approximately 3 hours after the start of the procedure), decrease in blood pressure was confirmed. Intracardiac echocardiography (ice) revealed pericardial effusion, so drainage was performed immediately. After that, decrease in accumulated pericardial effusion and recovery of blood pressure were confirmed, and the patient returned to the ward. Patient did not require extended hospitalization. The causal relationship with the products was unknown; however, while ablating the left pulmonary vein (lpv) roof, the contact force (cf) increased to approximately 40 ~ 50g. The physician considered that cardiac tamponade might have occurred at that time. Atrial septal puncture was performed with radiofrequency (rf) needle. Ablation was performed with the thermocool smarttouch sf catheter before tamponade was confirmed. No steam pop was confirmed. Irrigation catheter¿s flow rate setting was less than 30w: 8ml/min, over 31w: 15ml/min, pre: 1sec, post: 4sec. There were no abnormalities prior to or during use of the product. The patient was reported as improved. There were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31568475l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 4-aug-2025, additional information was received indicating no relevant medical history or preexisting condition was available. The correct catheter settings were selected on the generator and there were no issue with flow rate change at the start of ablation. Concomitant products were updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).